Manufacturer narrative:
Additional information provided in h.3. And h.10. The product investigation could not identify a root cause for the reported complaint. Implanted on (B)(6) 2020. The second opinion doctor stated the patient had astigmatism. The consumer was under impression that the lenses corrected for astigmatism. Was given a new prescription for glasses. The company, 19.5 diopter lens does not correct for astigmatism. Consumer reported will speak with surgeon and will contact company if new information is received. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
After implantation of an intraocular lens (iol), a customer complained of dry eyes. The customer had tear duct plugs placed multiple times and utilized the prescribed eye drops, but the condition didn't get any better. After applying a placenta patch and afterwards a laser to reduce scar tissue, the consumer once more employed the advised eye drops. Even prescription readers, prescription distance lenses, and trifocal spectacles were utilized by consumer. All of these were helpful, but they didn't solve every issue. For example, some of the letters were faded and occasionally weren't dark enough to be seen on the page. Nothing in a picture was apparent to the consumer when looked at it. Large lighted circles and lines around all lights were among the other issues that consumer observed. This was mostly an issue when driving throughout the day or more so at night because it made it difficult to see when other cars were around. As a result, consumer stopped driving at night. Because the consumer had difficulties with depth perception, moving around was problematic, glare was an issue, and switching from light to dark was challenging. To perceive an object, the consumer has to look straight at it. The poor definition made it difficult to look at pictures. According to the consumer, the doctor advised to wear contacts for a day then lasik to modify the prescription. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).